Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Blood leak test strips used with positive results. Estimated blood loss was 350ml. The patient experienced no injury, illness or adverse effects. No medical intervention was needed. There is no sample available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.